Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a l3/4 transforaminal lumber inter-body fusion (tlif) procedure, the screw nearest the tip of the implant holder dislodged while holding the implant. This resulted in the implant not being able to be used because the implant holder was broken. The implant was discarded. The screw was not found an x-ray was taken and the screw was not in the patient. Same like product was used to proceed with the procedure. Nothing fell into the patient. There was a ten (10) minutes delay to the procedure; there was no adverse event to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age and weight are unknown. Device is an instrument and is not implanted/explanted. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.